Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/ migration of essure device location of device: right lower pelvic area") in a 38-year-old female patient who had essure (batch no. B40017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included rheumatoid arthritis and fibromyalgia. Concurrent conditions included hot flashes, night sweats and uterine leiomyoma. Concomitant products included adalimumab (humira), amitriptyline hydrochloride (elavil), colecalciferol (vitamin d), hydroxychloroquine phosphate (plaquenil), metoprolol succinate (toprol), omalizumab (xolair) and omeprazole. In december 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced hormone level abnormal ("hormonal yeast imbalance"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain ("abdominal pain,"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and hormone level abnormal outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, device dislocation and hormone level abnormal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in march 2014: failure to occlude (close) fallopian tubes concerning the injuries reported in this case, the following one/ones were reported via medical record confirming event pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/ migration of essure device location of device: right lower pelvic area") in a female patient who had essure (batch no. B40017) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included rheumatoid arthritis and fibromyalgia. Concurrent conditions included hot flashes, night sweats and uterine leiomyoma. Concomitant products included adalimumab (humira), amitriptyline hydrochloride (elavil), colecalciferol (vitamin d), hydroxychloroquine phosphate (plaquenil), metoprolol succinate (toprol), omalizumab (xolair) and omeprazole. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced hormone level abnormal ("hormonal yeast imbalance"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain ("abdominal pain,"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and hormone level abnormal outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, device dislocation and hormone level abnormal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming event pelvic pain. Most recent follow-up information incorporated above includes: on 16-apr-2018: plaintiff fact sheet- lot number and event hormonal yeast imbalance was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device: right lower pelvic area'), fallopian tube perforation ('migration or perforation') and uterine perforation ('migration or perforation') in a 38-year-old female patient who had essure (batch no. B40017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coil was bent within cavity". The patient's medical history included rheumatoid arthritis and fibromyalgia. Concurrent conditions included hot flashes, night sweats and uterine leiomyoma. Concomitant products included adalimumab (humira), hydroxychloroquine, metoprolol succinate (toprol), omalizumab (xolair), omeprazole and vitamin d nos (vitamin d). In (B)(6)2013, the patient had essure inserted. On (B)(6) 2015, the patient was found to have hormone level abnormal ("hormonal yeast imbalance"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain,") and pelvic adhesions ("adhesions in pelvis caused by her hysterectomy"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy, oophorectomy (bilateral)). Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, hormone level abnormal and pelvic adhesions outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, fallopian tube perforation, hormone level abnormal, pelvic adhesions and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in march 2014: results: failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming event pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-aug-2020: quality safety evaluation of ptc (product technical complaint) a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device: right lower pelvic area'), fallopian tube perforation ('migration or perforation') and uterine perforation ('migration or perforation') in a 38-year-old female patient who had essure (batch no. B40017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coil was bent within cavity". The patient's medical history included rheumatoid arthritis and fibromyalgia. Concurrent conditions included hot flashes, night sweats and uterine leiomyoma. Concomitant products included adalimumab (humira), hydroxychloroquine, metoprolol succinate (toprol), omalizumab (xolair), omeprazole and vitamin d nos (vitamin d). In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient was found to have hormone level abnormal ("hormonal yeast imbalance"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain,") and pelvic adhesions ("adhesions in pelvis caused by her hysterectomy"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy, oophorectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, hormone level abnormal and pelvic adhesions outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, fallopian tube perforation, hormone level abnormal, pelvic adhesions and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: results: failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming event pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: new events- pelvic adhesions, coil was bent with in cavity, migration or perforation were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain ("abdominal pain,"). The patient was treated with surgery (complete hysterectomy with removal of the essure). Essure was removed in (B)(6). At the time of the report, the device dislocation and abdominal pain outcome was unknown. The reporter considered abdominal pain and device dislocation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.